Manufacturer narrative:
The device was not returned to the MFR for eval. A f/u report will be submitted if the product is returned, and if the investigation results require.

Event description:
It was reported that during an mis procedure, a bur broke off in the drill attachment. Backup equipment was used to complete the procedure, without causing a clinically significant delay. No device fragments fell into the surgical site. No pt or user injury was reported, and no other adverse consequences were alleged with this event.